Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to declining pacing impedances. As a result, a different rv lead was implanted. No additional patient adverse effects were reported.